Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet bionic pancreas, with blood glucose of 41 mg/dl for about 15 minutes, troubleshooting and education were provided. Symptoms included lack of energy and lethargy. Outcomes included treatment with oral fast acting carbohydrates without medical intervention, or assistance, and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user reported hypoglycemia with unclear cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.